Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: screen intermittently goes blank. Probable root cause: " power button too soft/broken, power button design , power button slot design on the front panel, sdc3 front panel design , sdc3 power switch mounting bracket (inside the console), manufacturing/service non conformity (stryker/ novatech), use error. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.